Event description:
It was reported that during a device replacement procedure it was noted an insulation issue on this right ventricular (rv) lead. The insulation failures were insulated with silicon shaft and stitches. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.